Manufacturer narrative:
Functional testing of the torque wrench handle found the instrument did emit audible click during usage. Torque testing of the instrument found the torque readings were above specification requirements, the apparent result of wear from usage over time. (B)(4). The condition of the torque wrench prior to being used in the case is unknown. Markings on the ends of the handle and removal of the blue anodization suggests that the torque handle has seen moderate to heavy usage over time. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Note: emdr was submitted during the FDA outage.

Manufacturer narrative:
Depuy spine has requested return of the torque wrench handle for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The torque wrench handle was not returned for evaluation. Review of the device history record found the production lot met specification requirements when released to stock. No other complaints have been reported for the product code. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned for evaluation.

Event description:
International affiliate reports the torque wrench handle did not properly click out at the required torque setting during set screw tightening. The surgeon completed the procedure without being certain that all of the set screws were sufficiently tightened. Due to the uncertainty as to whether the set screws were sufficiently tightened, a medwatch report is being filed to document this event.